Event description:
Initial info stated that the distal side of the catheter ruptured and was stuck in the aorta. No additional info has been provided by the reporter. Additional info received translated on (B)(4) 2012. The (B)(6) report states that there was a rupture of the distal probe which remained in the aorta. There was a need for lasso withdrawal.

Manufacturer narrative:
Pt code: removal of foreign body is not listed in the instructions for use. Device code: separates is not listed in the instructions for use. No product returned to assist in the investigation. Per quality control, an inspection is performed, verifying the shaft material type/french size and tip material/french size. Additionally, the instructions for use caution, "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal." Quality control inspects for good bonds between shaft and tip as well as signs of damage prior to shipment. A definitive root cause for this failure mode is presently undetermined as several factors or a combination of factors may have contributed: storage conditions, tortuous pt vasculature or tensile forces beyond the design strength of the material exerted during the procedure. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. The risk analysis was previously updated by quality engineering and concluded that the risk mitigation is not necessary and no further action is required at this time. With the addition of this event, the risk to pt remains acceptable.